Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The event investigation is currently underway.

Event description:
It was reported that a vena cava filter, implanted for 5.3 years in a patient with a history of pe, migrated to the heart. The patient presented with a pulmonary embolism. Imaging demonstrated that the filter had migrated to the right ventricle of the heart with one of the filter feet caught on the tricuspid valve. It was reported that there was heavy clot burden in the filter and in the lungs. The filter was successfully surgical removed.